Manufacturer narrative:
Block e1: facility name: (B)(6) hospital. Block h6: imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that during unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block e1: facility name: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Block h11: the returned polaris ureteral stent was analyzed, and during the inspection, it was found the stent detached in two sections, which confirm the reported event. Based on the investigation, performed to the returned device, it is possible to conclude that this problem could be caused by operational factors. Based on the analysis results regarding the observed detached stent, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that during unpacking, it was found that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.